Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call a piece broken off the lip from reservoir compartment. Customer is concern it rest of the part comes off, will reservoir still be held in place. The customer's blood glucose was 285mg/dl.